Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced a low blood glucose of 61 mg/dl, self-treated with two oral glucose tablets, and subsequently had a high blood glucose of 211 mg/dl while using the ilet system. No adverse clinical symptoms associated with hypoglycemia or hyperglycemia reported. Outcomes included no reported health impact and no hospitalization. Investigation included product-use troubleshooting and education on appropriate treatment of hypoglycemia. Investigation of this case revealed user-related overtreatment of hypoglycemia with oral glucose while the ilet was in use, with device function not implicated. It was concluded, based on previously established findings for similar reports, that the cause was user technique and use error related to hypoglycemia treatment.